Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was not charging and reset unexpectedly. Reportedly, the customer was able to charge the pump using a different charging cable. The customer's blood glucose level was approximately 169 mg/dl. The customer reverted to manual injections for insulin therapy.